Event description:
It was reported to boston scientific that during a cystoscopy procedure, a laser tip broke off of a non boston scientific sidefiber device and was retrieved using a boston scientific stone retrieval basket. During the retrieval, the basket malfunctioned and got stuck in the sleeve and would not work. The tech verified that the basket was in the sleeve and not the patient. All pieces were accounted for. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore a failure analysis is not available. A review of the device history record was performed and revealed no anomalies.